Manufacturer narrative:
Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 5 years and 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2009. It was reported that the patient expired on (B)(6) 2015 due to right ventricular failure. No additional information was provided.

Manufacturer narrative:
A direct correlation between the device and the reported right heart failure and subsequent patient outcome could not be determined through this evaluation. It was reported that after almost six years of support on the lvad, the patient expired on (B)(6) 2015 due to right ventricular failure. No further details in regards to the events leading up to the patient's outcome are available. No prior events were reported for this patient throughout his time on vad support. It was reported that an autopsy was not performed and the device would not be returned for evaluation a direct correlation between the device and the reported right heart failure and subsequent patient outcome could not be determined through this evaluation. The heartmate ii lvas instructions for use (IFU) lists right heart failure and death as potential complications that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.